Manufacturer narrative:
One imaging cd was provided with fluoroscopic images and manual contrast injections. Review of the images by st. Jude medical's medical consultant resulted in the following findings. A wire was seen from the internal jugular (ij) vein through the vascular septal defect (vsd) in the aorta. A previously placed amplatzer muscular vsd occluder (muscvsd) was seen as well. A sheath was seen coming in from the ij and a contrast injection was performed in the right ventricle (rv). Later the sheath appeared to be in the left ventricle (lv) and the disc of the muscvsd was being implanted. The muscvsd was implanted and released. The last few images were of the embolized muscvsd in the rpa, device retrieval and recapturing in the sheath. According to sjm's medical consultant, the cause of the embolization was due to improper placement and sizing assessment. There was no indication whether the muscvsd position was verified by echo or angiography. The device manufacturing review was not able to be performed, as the device lot and serial numbers were unknown. The results of this investigation are inconclusive because the 10mm muscvsd was not returned for analysis and medical records were not provided. The cause of the embolization remains unknown.

Event description:
According to the information received, a 10mm amplatzer muscular vsd occluder (muscvsd), was attempted to repair a tetralogy of fallot with a large left / right shunt, transesophageal echocardiogram guided (toe). The muscvsd embolized into the rpa within thirty seconds of deployment. The muscvsd was retrieved with a 15mm snare and forceps in a 12 f mullins sheath. The patient was referred for surgery. The patient experienced no residual or additional problems after the procedure.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.